Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for al22001: case #(B)(6) - centration is good with adequate suction to the eye. No movement is noted throughout treatment. Capsulotomy is started at frame #3 with completion at frame #7. Fragmentation starts at #14 and completes at #30 with single ak at 13-degrees. Capsulotomy markers are noted at 13 and 193-degrees. Capsulotomy marker 193-degrees is near the incision placement for the surgeon. Laser functioned as designed. Root cause: laser functioned as designed with no issues noted during the treatment of the lens.

Event description:
P1008 - n/a - issue: on (B)(6) 2022, while (B)(6) was onsite, dr.(B)(6), ((B)(4)), reported an anterior capsular tear temporally oncase #(B)(6).

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (b)(6( reviewed the open call for al22001: case #148 - centration is good with adequate suction to the eye. No movement is noted throughout treatment. Capsulotomy is started at frame #3 with completion at frame #7. Fragmentation starts at #14 and completes at #30 with single ak at 13-degrees. Capsulotomy markers are noted at 13 and 193-degrees. Capsulotomy marker 193-degrees is near the incision placement for the surgeon. Laser functioned as designed. Root cause: laser functioned as designed with no issues noted during the treatment of the lens.

Event description:
P1008 - n/a - issue: on 08/30/2022, while oscar cornejo was onsite, dr.weinstock (al22001-c21u) reported an anterior capsular tear temporally oncase #148.